Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: the black box showed a manual time change on (B)(6) 2017 from 5:39 am to 5:46 pm. The total daily basal delivery appeared inconsistent due to the manual time change. The pump was exercised for 24 hours at 1 unit per hour and the total daily delivery histories correctly showed 24 units delivered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.